Event description:
The product was removed at autopsy. Report received of pt death five months after device implant. Pt was well until pt presented with symptoms of aortic stenosis. Device inspection at retrieval showed a thrombosed valve.